Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2018. The prosthesis was inflated to 400ccs during the procedure. Deflation of the prosthesis was observed on (B)(6) 2018. As a result, bilateral prothesis replacement with mentor smooth round moderate profile 375cc saline prostheses. The implants were inflated to 400ccs with no procedural complications.

Manufacturer narrative:
The device history record ( DHR) of lot number 5605969 was reviewed on 4/13/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/21/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis on (B)(6) 2018. The prosthesis was inflated to 400ccs during the procedure. Deflation of the prosthesis was observed on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. Pink material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, it was missing the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).